Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (afa). Per the afa engineer, due to the limitation of the logs, the exact instance of all the sealing events related to the alleged insufficient sealing during the procedure cannot be verified. There were 18 separate sealing events that were completed without any noticeable errors in the logs, however the strength of the seal after each event cannot be fully verified. A video review was performed by an isi clinical development engineer (cde). Per the cde, from the given video at around 36:00 there was a bleeding event after seal and cut activation on the vse instrument. The bleeding was resolved by applying seal energy with the vse instrument and by applying bipolar energy with the fenestrated bipolar forceps instrument. The cde was unable to determine why this occurred from the video alone and noted that it is possible that the bleeding may have occurred due to the thick tissue bundle. The user manual recommends skeletonization of large tissue bundles whenever possible to avoid compromising the sealing or transection. No image for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, an arterial bleed occurred while the surgeon was sealing/cutting with a vse instrument. To resolve the issue, the surgeon identified the source of the bleed and sealed it with the original instrument. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, an arterial bleed occurred. The surgeon stated that as seen on video, he was sealing with the vessel sealer extend (vse) instrument on the meso-rectum when ¿it didn¿t feel like it was clenching¿ and an arterial bleed occurred. Per the surgeon, he believed the issue was due to the patient¿s end-stage renal disease, causing arterial calcification and tissue to be ¿crunchy,¿ as well as not clamping across ¿the right way.¿ to resolve the issue, the surgeon identified the source of the bleed and sealed it with the original instrument. He didn¿t encounter any obstructions between the instrument jaws. He noted that, during the sealing sequence, there was an audible signal while the pedal was pressed, and that the seal cycle completed with the fast audible tones as expected. Per the surgeon, the estimated blood loss was between 50 to 100ml.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.